Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a rash on her back and around her sides which was not improving. The patient's physician instructed the patient to remove the lifevest until the rash healed. Follow up indicated that the rash was still present. There is no further information on the medical outcome of the rash.